Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30542059l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring emergency surgery. No error on the device, the ablation procedure started and a control ultrasound shows tamponade. The procedure was stopped. Emergency surgery to locate and seal the leak on the roof of the left atrium was performed. The procedure was not successfully completed. The physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. The patient outcome of the adverse event was that the patient worsened as the open heart surgery itself had complications. The patient required more than 7 extended hospitalization days because of the adverse event. Because of the complications, it required surveillance. No malfunction was reported. Transseptal puncture was performed with a slo swart abbott and needle brk. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The surgeon thinks the event occurred during ablation phase. Flow setting for the irrigation catheter: low flow: 2ml/min; high flow: <30w 8ml/min; >30w 15ml/min, the correct catheter settings were selected on the generator and the pump switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: dashboard, vector & visitag with visitag module parameters for stability:3mm, 3s, 30%>3g and additional filter used with the visitag: ai: 320/420 with ablation index.